Manufacturer narrative:
On april 20, 2021, the mentor failure analysis lab received the device for evaluation. In addition, mentor received additional information indicating that the correct date of implantation was (B)(6) 2000. In addition, it was also reported that the device did not appear deflated upon removal, however, it was still reported as partially deflated. Lastly, the patient underwent bilateral replacement with the following devices: (right) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 7510422 sn: (B)(6) and (left) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 9525920 sn: (B)(6). On april 25, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample, sal smooth rnd diap 300cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 300cc mentor smooth round moderate profile saline breast prostheses, suffered right breast implant deflation, post-procedure. The deflation was self-diagnosed as the patient noticed the breast getting smaller. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021.